Manufacturer narrative:
Device received with operating currents within specification and passed self test. However, device alarmed motion sensor test failure during rewind due to encoder signal out of phase. Unable to perform unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or displacement accuracy test due to motion sensor test failure alarm. Device received with corroded battery tube. Device received missing end cap sticker, cracked reservoir tube lip, broken battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corners and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motion sensor test failure while trying to rewind. Customer's blood glucose level was 78mg/dl. Customer stated that she passed out and went to the emergency room. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.